Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test, both were performed on (B)(6) 2024. This manufacturer's report addresses test two (2) of two (2), lot number 225415. The consumer performed prior testing with the binaxnow covid-19 antigen self-test on (B)(6) 2024 and on the same day ((B)(6) 2024), both tests generated positive results. On (B)(6) 2024, the consumer was experiencing congestion and coughing and was advised by her doctor to take paxlovid for 5 days. On (B)(6) 2024, the consumer was still experiencing a bad cough. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test, both were performed on (B)(6) 2024. This manufacturer's report addresses test two (2) of two (2), lot number 225415. The consumer performed prior testing with the binaxnow covid-19 antigen self-test on (B)(6) 2024 and on the same day (B)(6) 2024), both tests generated positive results. On (B)(6) 2024, the consumer was experiencing congestion and coughing and was advised by her doctor to take paxlovid for 5 days. On (B)(6) 2024, the consumer was still experiencing a bad cough. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225415 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225415 and test base part number 195-430h / lot 220852. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225415 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.